Manufacturer narrative:
T:slim x2 user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm reading was 48 mg/dl, and the meter bg reading was 175 mg/dl. Reportedly, the customer used different bg meters to test bg levels prior to performing calibrations. No additional patient or event information was available. A root cause could not be determined.